Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported cracked and unresponsive ilet screen after golfing. Patient uses freestyle libre 3+ sensor. Agent reviewed backup therapy (confirmed available), verified address, explained replacement delivery/return process, and provided education on proper ilet management. Bg was not affected. No symptoms experienced during event and no medical intervention required.